Event description:
Catalog #1648 aerosol tee connector with a vertical port of 15mm i.d./22mm o.d., was ordered and was what the external package was labeled as, but what was inside appeared to be the nebulizer tee connector/sensor tee adapter catalog #1638 with 18mm i.d./22mm o.d., lot number 33069-22206.